Event description:
It was reported that this pacemaker recorded atrial tachy response (atr) episodes. Signal artifact monitoring (sam) and noise on the right atrial (ra) channel. Technical services (ts) provided a review of the most recent atr episodes noting noise on the ra lead. The sam event noted noise but only on the ra lead resulting in the minute ventilation (mv) feature being disabled. Ts discussed ra lead impedances appeared to be on the higher side within normal limits and stable. Ts was consulted and discussed possible lead integrity anomaly. Ts suggested lead replacement due to patient age and MRI conditionality. The field representative will discuss further actions with the physician. This pacemaker remains in service. No adverse patient effects were reported. It was reported that this pacemaker recorded atrial tachy response (atr) episodes. Signal artifact monitoring (sam) and noise on the right atrial (ra) channel. Technical services (ts) provided a review of the most recent atr episodes noting noise on the ra lead. The sam event noted noise but only on the ra lead resulting in the minute ventilation (mv) feature being disabled. Ts discussed ra lead impedances appeared to be on the higher side within normal limits and stable. Ts was consulted and discussed possible lead integrity anomaly. Ts suggested lead replacement due to patient age and MRI conditionality. The field representative will discuss further actions with the physician. Subsequently this pacemaker was explanted due to normal battery depletion and successfully replaced. No adverse patient effects were reported. Additional information was received the ra lead was tested through psa and device. Sensing, impedance, and threshold were all well in normal range. The lead was left in place and the elective replacement indicator (eri) generator was exchanged. No adverse patient effects were reported

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker recorded atrial tachy response (atr) episodes. Signal artifact monitoring (sam) and noise on the right atrial (ra) channel. Technical services (ts) provided a review of the most recent atr episodes noting noise on the ra lead. The sam event noted noise but only on the ra lead resulting in the minute ventilation (mv) feature being disabled. Ts discussed ra lead impedances appeared to be on the higher side within normal limits and stable. Ts was consulted and discussed possible lead integrity anomaly. Ts suggested lead replacement due to patient age and MRI conditionality. The field representative will discuss further actions with the physician. Subsequently this pacemaker was explanted due to normal battery depletion and successfully replaced. No adverse patient effects were reported. Additional information was received the ra lead was tested through psa and device. Sensing, impedance, and threshold were all well in normal range. The lead was left in place and the elective replacement indicator (eri) generator was exchanged. No adverse patient effects were reported.